Event description:
The customer reported the system displayed a control panel error message. This message indicates the system has lost communication to the control panel and terminates operation, which could result in an uncommanded system shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, reloaded software and adjusted the 5 volt power supply. The system operates as intended.